Event description:
A malfunction was reported on a customer's pump, though no significant events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to reset the pump due to not having a charging cable at that moment but intended to contact for further assistance once the cable was available. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.